Manufacturer narrative:
Sample not returned for eval, review of info provided by the user facility and quality records. The involved device has not been received for eval, which limits the failure investigation. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks. All available info has been placed on file in qa for appropriate tracking, trending and follow-up.